Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated prior to being implanted in a patient. Multiple magnet resets were performed in which no magnet tones could be heard, and this s-ICD could not successfully be interrogated. This s-ICD will be returned to be analyzed. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.